Event description:
It was reported that an alert triggered for high left ventricular (lv) lead pacing impedance on all lv vectors. It was noted that there was also no capture on all lv pacing vectors. The lv lead was turned off and remains in the patient. The patient is scheduled for an x-ray and an appointment with the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.